Manufacturer narrative:
This device is not available for testing and evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx grip, it was reported that the sealant failed to deploy. Manual compression was used after a hematoma formed.

Manufacturer narrative:
Additional information was received and section event description was updated in the first paragraph below. During use of the 6/7f mynx grip vascular closure device (vcd), it was reported that the sealant failed to deploy. Manual compression was used after a hematoma formed. The deployer was mynx certified. The patient has a history of peripheral vaspvd. A non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was not significant resistance when shuttling down. Unusual force was not applied when retracting the sheath. The advancer tube was engaged or visible. The user shuttled down completely. There was not presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression. The duration of the manual compression was 20 minutes. The patient was not hospitalized or patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. The device will not be returned for analysis. The product was not returned for analysis. A device history record (DHR) review of lot f1801002 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, and adequate sheath removal technique. Since the sealant was not able to be deployed at the site prior to the hematoma formation, it is likely patient/procedural related. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.